Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but the lens became hung up in the plunger. There was no patient contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens hung up in the plunger.